Event description:
It was report that the patient was treated with continuous intravenous (IV) antibiotics up until expiration. Echocardiogram (echo) was used to identify the infection.

Manufacturer narrative:
Main investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2019 from sternal wound infection. It was reported that the patient's outcome was not device-related and the device operated as intended. There were no reported device issues or malfunctions that could have caused or contributed to the patient's cause of death. The device will not be returned for evaluation.